Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 350 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that the infusion site was infected. The customer wore the infusion set longer than the recommendation. The customer's mother was advised of the proper infusion set changing time line. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.